Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the shock lead impedance (sli) on this right ventricular (rv) lead was observed at about 114 ohms. There were no issues with sensing or pacing, and no oversensing was noted. Additional information reported indicated that the sli issue has been occurring since last year. On the day of this report, the sli was measured at approximately 126 ohms. The device is nearing elective replacement indicator and the physician will make a decision on the lead at the device replacement. Boston scientific technical services (ts) suggested that it might be a good idea to perform a defibrillation threshold test or a commanded shock to verify the integrity of this rv lead. No adverse patient effects were reported.

Event description:
Additional information was reported indicating that before the device change out, the shock lead impedance (sli) was 130 ohms. During the change out, a 1.1 joule (j) shock was delivered and the sli was 54 ohms. When the right ventricular (rv) lead was plugged into the new device, sli measured at 94 ohms. The lead remains in service. No additional adverse patient effects were reported.